Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient was seen by the doctor and was prescribed an oral antibiotic due to a local infection at the stoma site with suppuration and a bad smell. On (B)(6) 2024, the stoma continued to ooze, though the oral antibiotic course was not yet complete. On (B)(6) 2024, the patient had three days left of antibiotics. At the stoma there was no suppuration and only slight reddness. The patient reported it was getting a lot better.